Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The patient experienced transperineally pain, fever and chills after two days of spaceoar vue procedure. It was also noted that spaceoar vue implant contrast was present on two day post hydrogel injection on computed tomography (CT). However, at the start of the patient's treatment on (B)(6) 2022 with intensity-modulated radiation therapy (imrt), no contrast was present in the gel. The patient's complications were deemed unrelated to the device malfunction. The patient was reported to be fully recovered as result of this event. Patient was treated with antibiotics and steroids which resolved the symptoms. No further information was provided despite of the good faith efforts.